Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, malposition and crease/folding of implant.

Event description:
Regulatory agency reported "color modification", "folds, waves", "rotation of prothesis", "stage 3 shell". This record is for the left side. Device has been explanted.